Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade unknown. Patient reported right side "bruising", "swelling", and the ¿broken implant being attached to my breast tissue¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen ruptured and biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, d.7, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture confirmed via ultrasound.

Event description:
Patient reported right side "rupture." Device remains implanted.